Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a long trochanteric fixation nail advanced (tfna) nail broke at the helical blade/nail junction several months after being implanted. Original date of implantation was on (B)(6) 2018. Implantation was done to treat an intertrochanteric fracture with subtrochanteric extension. During implantation, the internal locking mechanism was locked to create a fixed angle construct between the nail and the helical blade and a torque limiting attachment (tla) driver was used to lock the helical blade. There was no adverse event or surgical delay during implantation. Six (6) weeks after implantation, the locking mechanism failed to resist guided collapse. Three (3) months after implantation, the distal locking screw failed. Five (5) months after implantation, there was obvious nail breakage. It is unknown if there was a revision/removal procedure. Patient status is unknown. Concomitant devices reported: sterile tfna helical blade (part # 04.038.305s, lot # unknown, quantity 1); unknown locking screws (part # unknown, lot # unknown, quantity unknown 1); unknown driver (part # unknown, lot # unknown, quantity 1). This report is for one (1) 12mm/125 deg ti cann tfna 420mm/left - sterile. This is report 1 of 2 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint description it was reported that on an unknown date, a long trochanteric fixation nail advanced (tfna) nail broke at the helical blade/nail junction several months after being implanted. Original date of implantation was on (B)(6) 2018. Implantation was done to treat an intertrochanteric fracture with subtrochanteric extension. During implantation, the internal locking mechanism was locked to create a fixed angle construct between the nail and the helical blade and a torque limiting attachment (tla) driver was used to lock the helical blade. There was no adverse event and surgical delay during implantation. Six (6) weeks after implantation, the locking mechanism failed to resist guided collapse. Three (3) months after implantation, distal locking screw failed. Five (5) months after implantation, there was obvious nail breakage. It is unknown if there was a revision/removal procedure done. Patient status is unknown. Concomitant devices reported: sterile tfna helical blade (part # 04.038.305s, lot # unknown, quantity 1); unknown locking screws (part # unknown, lot # unknown, quantity unknown); unknown driver (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. Us customer quality investigation based on returned images the device was not returned. X-ray images in file ¿(B)(4) additional information from engineer 12mar2019 (2) case info¿ attached to the pc were reviewed by us customer quality investigations. The images depict a nail broken at the head element hole. The condition of the nail depicted in the images agrees with the complaint description; the complaint was confirmed. No other issues with the nail were apparent in the images. Document/specification review: during the investigation, no product design issues were observed that may have contributed to the complaint condition. Dimensional inspection: as the physical devices were not received dimensional. DHR/material review: as the lot number was unknown, a material review could not be performed. Conclusion: the complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Risk documentation review found that the complaint is adequately addressed by the risk assessment. A root cause could not be determined as the event conditions were unknown; however, it is likely the device experienced extreme forces while implanted. The complaint condition is adequately addressed by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a long trochanteric fixation nail advanced (tfna) nail broke at the helical blade/nail junction several months after being implanted. Original date of implantation was on (B)(6) 2018. Implantation was done to treat an intertrochanteric fracture with subtrochanteric extension. During implantation, the internal locking mechanism was locked to create a fixed angle construct between the nail and the helical blade and a torque limiting attachment (tla) driver was used to lock the helical blade. There was no adverse event and surgical delay during implantation. Six (6) weeks after implantation, the locking mechanism failed to resist guided collapse. Three (3) months after implantation, distal locking screw failed. Five (5) months after implantation, there was obvious nail breakage. It is unknown if there was a revision/removal procedure done. Patient status is unknown. Concomitant devices reported: sterile tfna helical blade (part # 04.038.305s, lot # unknown, quantity 1); unknown driver (part # unknown, lot # unknown, quantity1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.